Event description:
A report was received that during a suction procedure, the inner adapter of the closed suction system came apart from the double swivel elbow body. No patient injury or adverse event were reported.